Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing pain at the ipg site. Surgical intervention took place on (B)(6) 2023 where the ipg pocket site was moved lower. Effective therapy returned post-operatively.

Manufacturer narrative:
Date of event estimated. Correction - surgical intervention took place on (B)(6) 2023.

Event description:
Additional information stating a correction of data that surgical intervention took place on (B)(6) 2023.